Event description:
It was reported that during an atrial lead replacement procedure, when the leads were reinserted into the header, there was no pacing output on either the atrial or right ventricular leads. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.